Event description:
The customer told the contact that she received a blood glucose reading of 31. The contact discovered the meter was set in mmol/l. The customer did not adjust her medication or allege any adverse events due to the mmol/l readings. The contact was able to reset the meter to mg/dl, and no product will be returned.